Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Low sensing was observed. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.